Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager (rm) refrigerator door was failed to register as closed. A field service engineer (fse) inspected the rm and confirmed that all components were in good condition. The rm was adjusted to ensure proper alignment and secure connection with the refrigerator door hasp. The harness wiring between the controller board and latch was replaced, and the station was rebooted. The customer successfully resumed inventory operations without issues, and the reported failure could not be reproduced. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system refrigerator door was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.